Event description:
In 2007 at 8:23 am, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra 2 is giving an apply sample message. The pt stated that the reported issue started a week earlier at 11am. According to the pt, she was unable to test her blood glucose after the reported issue began. The day after the issue began at an unspecified time, the pt developed symptoms described as "shaky, tiredness, and dizziness." The pt could not specify what she ate that day prior to developing the symptoms. However, the pt indicated that she was eating less than usual. Around 8pm, she obtained a blood glucose reading of "1.8mmol/l" on a friend's glucose meter (unspecified type). At 8pm, the pt self-administered food/beverage and was reportedly feeling fine soon after. The pt was then tested at "4.6 mmol/l" (unspecified date and time) on the friend glucose meter. The pt has not had any recent changes in testing frequency and diabetes medication regimen. During the troubleshooting session, the pt was unable/unwilling to answer the following questions: review correct technique for sample application. Is it correct? Retest with a new test strip and correct technique. Is the issue resolved? Did the test strip draw the sample into the test area? Retest with a new vial of test strips. Is the issue resolved? This complaint is being reported because the pt alleged she developed symptoms that can be suggestive of hypoglycemia after being unable to obtain a glucose reading for approx one day due to the reported issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.